Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver continuously restarted. Additional event or patient information is not available. The receiver was returned for evaluation and was determined to be in good condition based on external visual inspection. Review of the receiver data log was performed and no issues related to the complaint were observed. Global receiver functional testing resulted in no failures related to the reported issue. The unit failed an additional functional test due to the firmware being incompatible with the testing station. Continual restart of the receiver was not observed at any time during the investigation. The reported fault could not be reproduced with the receiver and the problem could not be confirmed. A root cause was not determined.